Event description:
The facility's biomedical engineer reported an 810:04 failure code. The biomed does not know if the pump was hooked up to pt when failure occurred. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.